Event description:
A surgeon reported that during cataract surgery, rupture of zinn zonules occurred with vitreous prolapse. When preparing for the vitrectomy, two system messages displayed and the vitrectomy cutter would not actuate. The vitrectomy procedure could not be completed. The patient was transferred to another hospital and a secondary vitrectomy procedure has been planned. In addition, the surgeon will suture the intraocular lens.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumo manifold was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 11, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The pneumo manifold was received for evaluation. A visual assessment of the returned sample did not reveal any visual non-conformities. The returned the pneumo manifold was installed into a calibrated system hotbed. The system was booted-up and no nonconformities were noted. The ultra vit test and vit output sensor test were performed and no nonconformities were noted as well. The returned samples met specification. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).